Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system would not power on. The representative reported that they resolved the reported issue by replacing the viewing station of the imaging system power board. The imaging system then passed the system checkout and was found to be fully functional. The suspect power board has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the line power light on the viewing station of the imaging system was illuminated but the imaging system was not charging. No power was being provided to the viewing station of the imaging system monitor and computer as well. All fuses were checked and all fuses were found to be functional. No additional information was provided. There was no patient present when this issue was identified.